Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was unable to duplicate the reported issue. The operational verification procedure was ran and the unit passed and was placed back into service.

Event description:
The customer stated that this unit is alarming "xdcr fault." There is no information if this incident occurred on a patient or not, at this time it is currently unknown.